Event description:
General report received of an unspecified number of undocumented incidents of disconnection. The tubing sets were being used to deliver unspecified volumes of normal saline via gravity. The option-lok male adapters of the tubing sets were connected to IV catheters and the spin collars of the option-loks were applied. After unspecified lengths of time in use, it was reported that the option-lok male adapters had disconnected from the IV catheters. Leaks of solution and unspecified volumes of blood loss were noted. It was reported that the option-lok male adapters of the tubing sets were reconnected to the catheters and were tightened. The therapies were resumed. There were no reported adverse pt effects and no reported delay of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.